Event description:
It was reported that during the implant procedure, the delivery catheters leaked and were not smooth in operation. The delivery catheters were replaced. No patient complications have been reported as a result of this event.